Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of separation adapter from tubing was confirmed upon inspection of the sample. Analysis of the sample showed no damage on the adapter. The adapter was filled with adhesive and no catheter tubing was returned with the used sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Per verbatim, the catheter tubing was found cut. The root cause was determined to be a user issue.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port tubing broke/separated. The following information was provided by the initial reporter: the patient is an elderly woman of unknown age. The broken extension tube and catheter have been discarded (only connector part will be returned). There is no blood leakage or drug leakage. It was reported that the extension tube was cut (fell out?) From the base of the connector section on the opposite side of the wing. There is no extension tube beyond the connector when customer visited the ward.